Manufacturer narrative:
The device was received partially deployed. The formed needle was observed to protrude past the needle well. Upon opening the device, the needle was observed to be dislodged from the slide retract. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's inability to retract. Excess material was observed on the slide retract. This was caused by the incorrect installation of the hard cannula. An 0x18 alarm was observed in the data. No timeouts nor drive stalls were observed in the data. The device operated as intended in this regard.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 312 mg/dl, while wearing the pod longer than 48 hours on the leg. For treatment, the patient gave 4 correction boluses totaling 13.1 units of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.